Event description:
The customer reported obtaining high sodium (na) patient results on their au680 clinical chemistry analyzer. The customer repeated the patient sample with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found the mix motor intermittently not spinning and peri-pump fitting loose. The fse replace the mix motor and tightened the fitting to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).